Event description:
It was reported that patients lead had migrated. It was noted that patient was not able to get enough pain relief. The patient underwent a lead repositioning procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).